Event description:
Customer reported having symptoms of hypergylcemia and testing with the freestyle meter receiving a reading of 138 mg/dl. Customer's symptoms worsened. Paramedics were called and upon arrival, they received a reading of 239 mg/dl with a ascensia breeze meter. Insulin was administered to the customer by the paramedics and the customer was stabilized without requiring additional treatment or transportation to the hospital.